Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with high blood glucose levels. Customer changed the cartridge and used the pump to treat. Customer stated that she rewound and primed again and this resolved the issue. Customer's blood glucose level was around 445 mg/dl. Customer ran a self test and did not get any errors. Customer stated that her blood glucose levels would not come down. Customer was advised to speak to their health care professional about their back-up plan. Customer was assisted with removing the reservoir and rewinding the pump. Customer asked to stop troubleshooting and stated that everything has been fine since then. No further assistance needed.